Event description:
It was reported that the patient presented in clinic for a normal device check. Upon interrogation, the device exhibited non-sustained rv oversensing episodes due to crosstalk. The episodes spontaneously resolved themselves. The electrocardiogram showed right ventricular lead noise which was not reproducible able via isometrics. The patient was set to be monitored.